Event description:
Report stated "cuff herniation during anesthesia causing airway obstruction with high airway pressure. Problems with ventilation."

Manufacturer narrative:
Note: evaluation performed on actual device. Took measurements of cuff wall thickness and found the thickness to be within specifications. Reference reporting site internal file number mx970329.